Event description:
It was reported that the haptic was bent. The lens was explanted and replaced with a new lens. No other information was provided.

Manufacturer narrative:
Based on the information provided, the risk assessment for the CT lucia 3-piece product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: - improper handling or surgical technique: the bending of the haptic may have been caused by improper handling during the lens loading process or during preparation for implantation. If the haptic is not aligned properly within the injector or if excessive force is applied during loading, it could result in the bending of the haptic. - injector malfunction or misalignment: although no device analysis has been conducted due to the device not being returned, there is a possibility that a malfunction or misalignment within the injector could have contributed to the bending of the haptic during the loading process. Without the physical device for evaluation, the root cause cannot be definitively determined, and the analysis is based on probable contributing factors identified through risk assessment and previous experience. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.